Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the did not auto restart after a downstream occlusion, which was reproduced during evaluation. Evaluation found the downstream pressure plate gap to be out of specification. The device was calibrated to correct this issue.

Event description:
During baxter's functionality testing of a spectrum pump, it failed to auto restart after a downstream occlusion alarm. There was no patient involvement.